Event description:
It was reported to philips that the display shows: error power supply. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the heartstart mrx defibrillator indicating that the device is displaying a power supply error. There was no reported patient involvement. Based on the information available and the testing conducted, the reported issue was confirmed, however the root cause was not identified. The device is out of service contract and a quote was provided to the customer for repairs. The customer rejected the quote and no repairs were made. The device remains at the customer's site. No further action is warranted at this time.